Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1143190 rev j (nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Ivc representative called stating that the dealer advised him about the leaking grease from the left gearbox for the tdxsp-mcg power chair.

Event description:
Ivc rep called stating that the dealer alleges that the left gearbox is leaking. The seal around the shaft was leaking grease. The gearbox is allegedly 1.5 years old. No injury alleged.